Manufacturer narrative:
The motor error alarm during the basic occlusion test and compromised force sensor system alarm during prime test due to faulty force sensor resistor. The motor passed motor test. The pump passed the operating currents test and displacement test. The self-test, unexpected restart error test, occlusion and no delivery tests were unable to be conducted due to compromised force sensor system alarm. The pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call of compromised force sensor system alarm with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.